Manufacturer narrative:
After battery installation, a blank display was noted due to a crack at the bottom of the plastic which houses the battery compartment. The copper sleeve within the battery compartment slid downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform the displacement test due to the poor connection. The boards were then taken out of the case and inserted into a known good case. After battery installation into this case, a critical pump error (open book image) was noted. Unable to perform the sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Unable to determine failed battery test due to both the blank display and the open book. Attempt to download/upload using crest/thus successful. The formatted history file confirms pump error 53 (filenumber = 2005, linenumber = 5632) due to a software anomaly. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the blank display is due to the lack of connection between the battery sleeve inside the battery compartment and the battery cap, and the critical pump error (open book image) alarm is due to a software error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery housing. The insulin pump was not accepting batteries. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.